Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Customer was educated that this is off label use. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 230-240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.